Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, the patient underwent a powerport m.r.I. Isp implantation procedure via the internal jugular vein. 2 years 10 months and 13 days post procedure, the clinical team discovered that the catheter had fractured in the patients neck, with a portion of the catheter lodged in the atrium. The originating department is coordinating with vascular surgery to retrieve the fractured catheter. The clinical team reported that the patient was not at immediate risk due to the fracture. The catheter was retrieved via the femoral artery under dsa guidance during an interventional procedure. The patient is currently not at risk.